Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker advised the customer to replace the battery. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display would not work. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.